Event description:
It was reported that flouroscopy confirmed that the right ventricular (rv) lead was dislodged. The lead was explanted and a chronic lead was reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).